Event description:
Linked to (B)(4). The hospital reported an issue with the vasoview hemopro 2, the cutting tool malfunction. The device make smoke in outer part of handle and dead cutting head. They asked for a new kit, and they were intact and finished the job properly.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000523769, 3000520508, and 3000513969 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000523769. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000520508 and 3000513969 . There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.